Event description:
It was reported that after the implant procedure, the patient experienced hemoglobin relevant bleeding and a hematoma. Patient stabilization was achieved via medication and intubation for drainage at the implant site. Upon removal of the tube, additional bleeding was noted; this was stopped upon suturing of the wound where the tube had been placed. The device, right ventricular (rv), left ventricular (lv) and atrial leads remain in use. The patient is a participant in the (B)(4). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. Patient information is not generally available due to confidentiality concerns. Concomitant products: 407652, implantable pacing lead, (B)(6) 2013; 6947m62, implantable pacing lead, (B)(6) 2013. (B)(4).